Event description:
The following was reported to hamilton medical ag: after startup, selftest failed. Te 232002 (pvent_monitor defect) and te 233001 (pvent_monitor autozero failed) no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).